Manufacturer narrative:
The intraocular lens sample was returned to the manufacturer for evaluation. Visual inspection revealed surface residuals (fiber/particles) on the lens. The returned lens was observed to have what appeared to be ophthalmic viscosurgical device (ovd) residues, which indicated that the unit was handled and prepared for surgical use. The lens was received cut in two pieces. The lens condition is consistent with a lens that was explanted from the patient's eye. Due to the damaged condition of the return sample, no further product testing could be performed. A manufacturing record review was performed; no deviation was identified or non-conformance report (ncr) was generated during the manufacturing process. All process operations presented in the manufacturing record from product generation to product boxing were in compliance with manufacturing instruction and specifications. All tests results showed a pass condition. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
We received a report that a tecnis za90030200 was explanted from the patient's right eye after he experienced anisometropia. The report indicated that the refractive goal was plano and the result was -2.75. Apparently, the patient had a previous lasik procedure. The incision was not enlarged, suture was not required to close the wound, and there was no patient injury reported. Another iol of the same model was placed during the same procedure.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.